Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) sealant came out of the skin. No patient injury was reported. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was engaged to the tamp lock. The sealant and procedural sheath were not returned with the device. The sealant sleeve was retracted to the shuttle handle. The condition of the returned device indicates an incomplete removal step of the device (balloon catheter was not withdrawn through the advancer tube). The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1802001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue could not be determined during analysis. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube received covering the balloon proximal tip. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) sealant came out of the skin. No patient injury was reported. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot f1802001 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the dislodged sealant reported. However, the event may have been attributed to an incomplete removal of the device during use or possibly over-tamping. Per the mynxgrip IFU, which is not intended as a mitigation, remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. The IFU also states, ¿while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds.¿ if the user over-tamps by pushing the tamping tube too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Neither the phr review nor the information available suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) sealant came out of the skin. No patient injury was reported.